Manufacturer narrative:
Stryker replaced the system control pcb assembly of the customer's device to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system control pcb assembly. It was determined that integrated circuit, designator u18 was temperature sensitive and caused the reported issue.

Event description:
The customer contacted stryker to report that their device displayed a white screen and the service indicator was illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement for this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device. And verified, the reported issue. Stryker isolated the issue to the system controller pcb assembly. Due to delays in obtaining replacement components caused by supply chain shortages. This complaint will be closed ahead of device service. The complaint will be re-opened, if or when additional or relevant information becomes available.

Event description:
The customer contacted stryker, to report that their device displayed a white screen. And the service indicator was illuminated. This is an indication, that the device may be inoperable. And defibrillation therapy would not be available if needed. There was no patient involvement for this event.

Event description:
The customer contacted stryker to report that their device displayed a white screen and the service indicator was illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement for this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.